Event description:
The company was informed that the patient reportedly experienced skin flap breakdown. On (B)(6) 2014, the patient was hospitalized and underwent treatment for three weeks. The patient was recommended to discontinue wearing the external equipment. The patient was prescribed antibiotics (azithromycin) on (B)(6) 2014, however, the treatment was not successful. The patient's device was explanted. The patient will be reimplanted at a later date.